Event description:
The customer reported that the system lost communication and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was cleaned and greased and filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.